Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the embolization coil was damaged and intact with the pusher assembly. The outer diameter (od) of the proximal end of the embolization coil was measured and found to be within specification. Conclusion: evaluation of the returned device revealed that the embolization coil of the ruby coil was compressed proximally. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced during insertion, damage such as this may occur. The damage to the embolization coil likely contributed to the difficulty that occurred during insertion of the ruby coil through the px slim. The od of the proximal end of the embolization coil was measured and found to be within specification. The px slim mentioned in the complaint was not returned to penumbra for evaluation. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully delivered several ruby coils in the aneurysm using a px slim delivery microcatheter (px slim). The physician had difficulty advancing a new ruby coil through the px slim; therefore, the ruby coil was removed. The procedure was completed using new ruby coils with the same px slim. There was no report of an adverse effect to the patient.